Event description:
Revision surgery - the patient had pain and potential acetabular loosening. The surgeon removed the head, sleeve, and liner.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 4.2 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the doctor and not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the pain was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.